Event description:
The patient had an arthroscopic rotator cuff repair involving cuffpatch in 2002. 17 days later the patient presented with drainage from their anterior portal incision. The fluid was not purulent. The fluid was cultured and was negative. A course of erythromycin was started at this time. 34 days later there was breakdown of the wound at the wound edge. Discomfort and intermittent drainage continued and the surgeon ordered an MRI. The MRI showed a large collection of fluid. 77 days after the event, the surgeon made the decision to operate to find the cause of the fluid. The I&d was not purulent but was caseous. Tissue was removed from the insertion of the supraspinatus and processed for histologic analysis. The material was viewed microscopically and showed a non specific inflammatory response.